Event description:
It was reported that the pole clamp is broken. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure and front cover, cracked tank cover and an outdated printed circuit board (pcb) and power switch. Functional testing found pole clamp is broken confirming the customer complaint. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Additional event information received indicating no patient involvement.

Event description:
Additional info received via email 15-sep-2022. Event occurred during preventive maintenance.